Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezc2508 showed one other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that the red line was obstructed. Procedures for the obstruction was done. The patient started to complain of pain during the drug infusion and even during the salinization. Ultrasonography and x-ray were done to check the position. The catheter was removed and the rupture was observed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a ruptured catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 5fr d/l groshong catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed near the 42cm depth marking. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 'c' shaped split ¿ tensile weakness at the fracture site (due to material ballooning prior to burst) ¿ granular fracture surface texture (typical of tearing failure modes) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. Reference faqir 990104 for further information about this failure type. The product IFU provides the following guidance: ¿do not use a syringe smaller than 10 cc!¿ and ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿